Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was reported that the power connector was disconnected. The connector was reattached and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant went black. The representative believed that the cord was severed.